Event description:
A customer contacted beckman coulter regarding erroneously evaluated results generated by the access 2 instrument. The erroneously elevated accu tni result was 15.98 ng/ml and the erroneously evaluated ckmb result was 23.9ng/ml. The customer indicated that the erroneously elevated were from a single pt sample. Both results were not reported out of the lab. The customer indicated that their lab has protocol to repeat all critically elevated results prior to reporting. The pt sample was retested for accu tni and ckmb. The repeated accu tni result was 0.01 ng/dl and the repeated ckmb result was 1.7 ng/dl. The customer indicated that there has been no change to pt treatment that can be attributed to this event.